Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced higher than usual blood glucose levels (180 mg/dl). The customer reported air bubbles at the luer lock, which were able to be dislodged during troubleshooting. The customer;s blood glucose levels were stabilized.